Manufacturer narrative:
The lot complaint history and deviation history report (DHR) were not reviewed as no lot information was available for this complaint. The returned sample was visually inspected. Visual inspection confirmed that the aspiration line of the unused probe manifold was bent at the tubing insertion to the probe engine. The defect prevented fluid from flowing from the probe to the cassette. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of the probe occurred during surgery. The surgery was performed and completed after replacing the product with another one. The procedure type was unknown. The condition of cutting was unknown. There was no patient harm.